Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed approximately 85mm from the terminal end, two segments were returned for a total length of approximately 590mm, a mid-body segment of the lead appears to be missing. Visual inspection showed damaged insulation (abrasion) approximately 100-135mm from the terminal pin, the insulation abrasion is located in the heart area. Visual inspection also showed calcium deposits (calcification) on the lead shocking coil and tip. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The high shock impedance allegation was confirmed, based on the observation of calcification at the lead electrode. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 126 ohms. It was noted that this was a gradual increase in shock impedance measurements likely due to lead calcification. Technical services (ts) reviewed lead revision versus monitoring until device replacement in approximately 6 months. It was decided to wait until device replacement, and test the rv lead with the new device first. This rv lead remains in service at this time. No adverse patient effects were reported. Additional information received indicated that this right ventricular (rv) defibrillation lead was explanted, replaced, and later received for return analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead triggered an alert due to a high out-of-range shock impedance measurement of 126 ohms. It was noted that this was a gradual increase in shock impedance measurements likely due to lead calcification. Technical services (ts) reviewed lead revision versus monitoring until device replacement in approximately 6 months. It was decided to wait until device replacement, and test the rv lead with the new device first. This rv lead remains in service at this time. No adverse patient effects were reported.